Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the power button was pressed to turn off the tower and the button did not spring back out. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, after the completion of a diagnostic procedure using the light source, when the power button was pressed to turn off the tower the button did not spring back out. The front panel switches are no longer functioning. There was no harm or impact to the patient or procedure.